Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had cord damage. The device was not used in surgery. There was no pt or user injury reported. There was no add'l info provided.